Event description:
It was reported that the patient presented for a routine device change out procedure. Upon review, the left ventricular (lv) lead exhibited high capture thresholds. No intervention was performed. The patient was discharged.